Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that "screw extractor inner shaft broke during screw extraction. Screw had already cleared, locking screw extraction was successful, tip of inner shaft lodged in screw. Second extractor inner shaft broke during screw extraction. Screw had already cleared locking ring. Screw extraction was successful, tip of inner shaft lodged in screw."